Event description:
Cvc inserted on (B)(6) and found "luer-lock connection (brown head) broken" on (B)(6). The device was removed and replaced. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned on 3-l cvc catheter for evaluation. Signs of use in the form of biological material were present on the catheter. Visual inspection revealed the distal luer hub was separated from the distal extension line and not returned. The total length of the catheter measured 321 mm, which is within specifications of 310-330 mm per catheter product drawing. The outer diameter of the distal extension line measured 2.198 mm, which is within specifications of 2.13-2.21 mm per distal extrusion graphic. The inner diameter of the distal extension line measured 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50 mm per distal extrusion graphic. The proximal and medial extension lines were flushed per IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both lines flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub; the luer hub was not returned. The catheter and extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Without the luer hub the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Cvc inserted on 08-april and found "luer-lock connection (brown head) broken" on 16-april. The device was removed and replaced. No patient harm reported.